Event description:
Caller reported difficulty pressing quick bolus/wake button on pump, requiring multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level reported. Technical support instructed caller on using the button without a power source but it failed to work; connecting to a power source did turn the screen on. Technical support resolved the issue by sending a replacement pump, advising continued use of the current pump connected to power and mobile app for interaction until the replacement arrives, and providing guidance on steps once the new pump is received.